Manufacturer narrative:
Technician found the CPR switch obstructed by dirt and debris. Technician cleaned the area around the CPR switch and the CPR switch itself to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed is drifting down after the head is raised.